Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the solitaire experienced resistance in the catheter hub. The catheter was a medtronic product. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). The tip of the sheath was secured in the hub of the microcatheter. The rhv was secured during delivery.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 6-30 proximal pusher was returned for analysis inside a dispenser coil, a sealed biohazard bag, and a shipping box. The distal end of the pusher was not returned. The reported rebar 18 catheter was not returned with the device. Damaged location details: the solitaire fr 6-30 proximal pusher was observed to be broken at the detachment zone. The marker coil was in good condition. No bends or kinks were found on the pusher, and no other anomalies were found. The broken end of the pusher was sent out for sem analysis. Testing/analysis: the broken end of the pusher was sent out for scanning electron microscopy (sem) failure analysis. The sem results indicated that the broken end failed via mechanical cutting. Conclusion: based on the reported information and device analysis, the customer¿s ¿stent stuck in catheter hub¿ complaint was confirmed, as the returned solitaire fr 6-30 stent device was broken at the detachment zone. The broken end of the pusher indicated that the broken end failed via mechanical cutting. The damage likely occurred when the customer attempted to advance or retrieve the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it had a labeled inside diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU), ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a solitaire fr stent retriever that had resistance during delivery. The patient was undergoing a thrombectomy procedure to treat ischemic stroke. Patient's vessel tortuosity was severe. It was reported that the solitaire and all accessory devices were prepared as indicated in the instructions for use (IFU). After the catheter was navigated in place, the solitaire was hydrated and delivered along the protective sheath into the catheter. There was resistance when entering the catheter that was increasingly severe as the solitaire was advanced and the solitaire became kinked at the stent/pushwire connection and the solitaire could not be delivered. Another manufacturer's device was then used instead to complete the procedure successfully. There was no harm or injury to the patient associated with this event.